Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported the burette was depressed, and blood return was noted. The event was noted during infusion. The involved solution was valium. There was no other physical damage noted. The set was replaced, and therapy resumed. There was patient involvement, but no patient harm. No further information is available for this complaint.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of depressed burrette and backflow could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.